Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging her ipg as it did not seem to be holding a charge. The physician believed that the ipg was almost non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was frequently charging her ipg as it did not seem to be holding a charge. The physician believed that the ipg was almost non-functional. The patient will undergo an ipg replacement procedure.